Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 142 mg/dl. Customer blood glucose reading at the time of the incident was 221 mg/dl. Customer had diabetic ketoacidosis. Customer stated high blood glucose reading stared (B)(6) 2017 at 9:20 am. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading but spoke to their nurse. Customer treated the high blood glucose reading by drinking water and injection. Customer drive support condition was not mentioned. Customer changed the infusion set on (B)(6) 2017. Customer changed their set every 2/3 days. Customer did not mention if the infusion set cannula was bent. Customer did have air bubbles or leak. Customer. Customer did not check setting. Customer did not troubleshoot high pressure test. Customer states insulin was normal. Troubleshoot for high blood glucose reading was not completed. Products will not be returning for analysis.